Event description:
A hospital in france reported via a fisher & paykel healthcare field representative that the rt340 adult breathing circuits failed the ventilator leak test when checked before use on a patient.

Manufacturer narrative:
(B)(4). Method:the complaint rt340 breathing circuits were not returned to fisher & paykel healthcare (fph) for evaluation. Further information regarding the incident was sought from the hospital but was not provided. Conclusion: without a device or sufficient information, we were unable to determne the cause of the problem as reported by the customer. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. Hospital staff correctly checked the breathing circuits before patient use, which is in line with our user instructions.